Event description:
It was reported that the tip of the trial spacer handle was found broke while prepping sets on an unknown date. No surgical information available. This is not for a warranty replacement only. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn,as no product was received. The device history records were reviewed and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot was released in two shipments from the supplier, 9/25/2006 and 12/6/2006. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past three years has been reviewed. The item was previously returned for service on 22-aug-2011 and 09-nov-2011 due to broken tip. The customer called in a service request for this item on (B)(6) 2013 and reported a broken tip. The previous service condition of broken tip is relevant to the current complained issue of broken tip. The manufacture date of this item is 5-oct-2006. The source of the manufacture date is the release to warehouse date.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. According to the product event eval, the synfix lr system includes two handles for trial spacers. The spindle assembly is a component of each handle. The chu reviewed the current drawings. The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly. (B)(4)

Manufacturer narrative:
Item was received with the threaded tip broken. Item is not repairable due to broken tip. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number.